Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the firing stopped about 20mm into the firing and could not be completed. A second reload was then used to complete the transection of the stomach. Also on one of the subsequent reload firings, during the transection of the stomach, the outer rows of the staple line was incomplete centrally in a small section, so suturing was used to reinforce the staple line.

Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# n4f1982y sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# n4e2311y sigadaptstnd - sig power sigadaptstnd linear adapter, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.